Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the indexing handle was broken off. A functional evaluation revealed that changing the orientation of the unit could not be executed because of the damaged indexing handle. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. This failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the black rotating knob of the positioner was broken. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a back-up device available or if there was a delay. Results of investigation have concluded that changing the orientation of the unit could not be executed because of the damaged indexing handle which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.